Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
The patient reported a loss of stimulation. Stimulation was only working in one leg for a few days, and then stimulation returned to normal. After that event, the patient was unable to feel stimulation and stimulation would work in spurts. The device was indicated for spinal pain, post lumbar laminectomy syndrome, and failed back surgery syndrome. Additional information was received from a manufacturing representative. The manufacturing representative had met with the patient on (B)(6) 2016, and it was confirmed via x-ray that the patient's leads had migrated. The patient will need a lead revision, but no date has been scheduled yet for the revision surgery. The manufacturing representative also noted that the patient could successfully recharge.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a275 serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-dec-14. The patient stated that their original leads were too long for their body and they fell. They ended up having new leads put in. They replaced everything but the battery. The leads fell in maybe (B)(6) 2016. No further complications were reported/are anticipated.